Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, withdrawal difficulties were encountered. The proximal circumflex lesion was mildly calcified and 95% stenosed. The physician was unable to cross the lesion with the device. While withdrawing the taxus express2 3.50 x 12 mm drug eluting stent and delivery system, the stent became flared at one end and caught on the guide. The entire delivery system was removed without complications. The pt was reported to be "stable."

Event description:
The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 98% stneosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with pre-dilatation and placement of a 2.5 x 16 mm taxus stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal cx with 85% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2 was treated with pre-dilatation and placement of a 3.0 x 24 mm taxus stent. Residual stenosis was 0%. An attempt was made to place a 3.5 x 12 mm taxus stent in the circumflex, but the stent would not cross the proximal segment. The pt was discharged the following day on plavix and aspirin. Per the history and physical dated sep 2004, the pt was readmitted following a thallium exercise stress test that was positive for anteroapical ischemia. Cardiac catheterization revealed: lvef 60%, lmca-normal, lad-normal, lcx (target vessel) -50% ostial narrowing; stent in mid vessel "clear"; 90% stenosis in lpda, rca (target vessel) -stent in mid portion 'clear'. A 2.75 x 12 mm taxus stent was placed in the distal lcx with 'excellent results'. There were no reported complications and, per the crf, the pt was discharged the next day. In the opinion of the physician, the relationship of the event to the taxus stent is "not related."